Event description:
Customer called to report that she was unable to prime/ rewind the insulin pump due to the error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unable to prime during the prime test, due to loose drive support disk.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unable to prime during the prime test, due to loose drive support disk.